Event description:
Pacing impedance and pacing threshold have trended up since (B)(6) 2024 when a device change out was performed. Potential noise and varying capture morphology can be seen in hmsc recordings. Lead will be evaluated in person. Lead remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.